Event description:
It was reported that the physician's handheld was unresponsive and froze repeatedly. A hard reset could not be performed because the buttons failed to respond. The battery was removed and replaced and the screen was still unresponsive. The physician was provided a new programming tablet and the handheld was returned for analysis. Analysis is underway, but has not been completed to date.

Event description:
Product analysis for the hhd was completed and approved on (B)(6) 2015. An analysis was performed on the returned handheld and a likely cause for the reported allegation was identified. During the analysis it was identified that the handheld was received with the lock button in the locked position. Since the lock button was locked, the handheld buttons and touchscreen were unresponsive. Once the lock button was moved to the unlocked position no anomalies associated with the handheld performance were noted during testing using the ac adapter or the main battery with a full charge. Product analysis for the software was completed and approved on (B)(6) 2015. No anomalies associated with flashcard software were identified during the flashcard analysis. The flashcard and software performed according to functional specifications.

Manufacturer narrative:
.